Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. A healthcare professional (hcp) reported the customer received unspecified low readings when compared to a competitor brand meter. It was further reported that the customer self-treated with cola based on the sensor result. A post-treatment reading of ¿over 400¿ mg/dl was received on the sensor and the customer experienced described as ¿feeling weak¿, dizziness, nausea, and sweating. The ambulance was called and upon arrival, no treatment was rendered however, the customer was transported to the hospital where an emergency doctor obtained a blood glucose result of 479 mg/dl on their meter as compared to the sensor scan of 85 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and administered long-term insulin, and provided water as treatment. There was no report of death or permanent impairment associated with this event.